Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had intermittent blood glucose (bg) levels in the 300s mg/dl and insulin injections were administered to address the bg level. The customer did not know the cause of the high bg. At the time tandem customer technical support (cts) was contacted, the customer's bg was no longer high. Cts advised the customer to discuss the high bg with a healthcare professional.